Event description:
The olympus evis exera ii duodenovideoscope was sent to the olympus service center for an annual inspection. Upon inspection and testing of the returned device, it was discovered the forceps elevator had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. Upon inspection testing of the returned device, it was discovered, foreign material was in the forceps elevator and there was leakage coming from channel at control unit side. In addition, it was noted, the channel tube was damaged, the adhesive on bending section was detached, the bending section had discoloration, the scope cylinder was shaved, the grip had a dent, the image guide protector was damaged, the bending angle in up/down/right/left direction and the play of up/down/right/left knob were out of the standard value due to wear of angle wire, and due to damage on charge-coupled device unit the specified resolving power was not obtained. The control unit, the right/left knob and the up/down knob and the adhesive around light guide lens were dirty. The plastic cover, connecting tube, switch button 1 and universal cord also had scratches. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing steps recommended by IFU were not fully conducted due to water leakage from the device, and foreign material remained at forceps elevator and the residue remained at control section and lg-lens glue. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that insufficient cleaning, disinfection and sterilization of endoscopes can pose a risk of infection to patients and operators who perform the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.